Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) that during a postoperative visit the newly implanted lead was at t6, and too far right. As a result it was causing the consumer to have pain in the abdomen on the right side. Due to this the physician went in and moved the lead down to cover the t10 vertebrae area more midline. Following the revision the consumer was getting much better coverage and no longer complained of rib/abdominal pain. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.